Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
D10: concomitant devices: serial number, item number and full description (B)(6), 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t, (B)(6), 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 200-02-32 - three peg patella 32mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 61 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, tissue loss, and bone loss. No further issues or complications were reported. No additional information is available.